Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged post procedure exhibiting no capture and high thresholds. A lead revision was scheduled for the next day. During the lead revision procedure the new rv lead also displayed high thresholds and the physician encountered placement difficulty due to the patient's anatomy. The physician presumed extensive rv scarring was the cause of poor numbers but the numbers were unacceptable so hence the request for a new lead. An alternate rv lead was eventually placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.